Event description:
R/h ratchet reclining mechanism failed whilst patient at hospice.

Manufacturer narrative:
The action 3 is the same /similar to the myon which is manufactured and/or marketed by invacare in the u.s. The alleged malfunction occured in the (B)(6).